Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient (unknown race) with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and four days after start of support the impella 5.5 axillary site / jp drain site experienced bleeding. Anticoagulants were temporarily held, and pressure was applied to achieve hemostasis. Support remained ongoing during the event and until the patient underwent transplant surgery approximately five days later.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was anticoagulation management , anticoagulants was held to achieve hemostasis as per the clinical description.